Event description:
It was reported that there was a malfunction resulting in a system required restart which could result in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - (B)(4).